Manufacturer narrative:
Imdrf investigation findings: code e0209 is not available in database to capture for sleepiness/drowsiness/somnolence. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set was leaking at the site event on (B)(6) 2026 resulted in high blood glucose level due to leak and symptoms like sleepiness/drowsiness/somnolence, fatigue no treatment is given.